Event description:
It was reported to medtronic neurosurgery that the valve was stuck at performance level 1.5 after an MRI. According to the report, m2 magnet was used after which they were able to reprogram the valve to pressure level 0.5. The report stated that there was no injury to the patient and he was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.